Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: corrected fields: a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be identified; however, it is likely that a failure in the printed circuit board led to the malfunction, resulting in the issue of no image. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has been returned to olympus for evaluation. During evaluation, the 'no image' phenomenon was confirmed, which is likely due to a faulty printed circuit board. In addition, the connector socket was found worn out (loose connection). The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, when using the video system center image/light flickered during use when using 180 devices, after that no more image. When using 190 devices, the error does not occur. There was no report of patient harm.